Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not recognize/verify the device serial number or model. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's printed circuit assembly to address the issue. However, no repairs were completed because the device was scrapped.